Event description:
It was reported the pt had an infection at the ipg site. As a result, surgical intervention was undertaken explanting the entire scs system. Results from the culture were inconclusive. The pt was discharged form the hospital on (B)(6) 2014. Reportedly, the pt is being treated with antibiotics and is doing well.

Manufacturer narrative:
The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.